Event description:
It was reported that this system stored an atrial fibrillation episode with oversensing of myopotential noise. There was no impact on therapy. Later the system was explanted due to inappropriate shock without therapy exhaustion, unknown noise without oversensing, and oversensing without pacing inhibition. The system was replaced with a transvenous system. There were no additional adverse patient effects.